Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was originally implanted with two 3.5 cannulated screws 50 mm and one 3.5 locking titanium 16 mm screw as treatment for a fractured ankle. On (B)(6) 2018, a patient underwent a hardware removal surgery due to a nonunion. All three screws were removed during the (B)(6) procedure. Following the hardware removal procedure, the patient's ankle was further treated with the implantation of syndesmotic screws. No information is known about the outcome of the surgery or the patient. This report is for one (1) 3.5 mm cannulated screw fully threaded/50 mm. This is report 1 of 3 for pc-(B)(4).